Event description:
It was reported that the patient had a myelogram performed. During the procedure the patient left thier implantable neurostimulator powered on. The following day, when the patient was in the operating room for an unrelated event, it was reported that the patient felt a stimulation sensation 'everywhere,' when stimulation was on. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).